Event description:
While explanting the pedinails the proximal segment broke off, leaving the rest of the nail in the patient, conical extractor was seated correctly, then the proximal greater to lesser screw was removed, then the distal lateral to medial screw was removed, then during back slapping the proximal segment broke off and stayed on the conical extractor while the rest of the nail was in the patient.